Event description:
It was reported that during a case using the spine guidance software, the accuracy was off by a few millimeters when placing a screw with the driver. The driver was then recalibrated and the procedure was completed successfully with no adverse consequences to the patient.

Manufacturer narrative:
H6 codes have been updated to reflect the conclusion of the investigation.

Event description:
It was reported that during a case using the spine guidance software, the accuracy was off by a few millimeters when placing a screw with the driver. The driver was then recalibrated and the procedure was completed successfully with no adverse consequences to the patient.